Event description:
A customer reported the sys settings were incorrect, poor vacuum was experienced, and the surgeon had problems with the footpedal during a procedure. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem. The company rep refreshed the dr memory settings and backed them up for customer to make sure both systems match. Preventive maintenance was performed. The sys was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. The root cause is unk at this time. (B)(4).